Manufacturer narrative:
Analysis of the returned computer could not confirm any failure as it passed all tests preformed and functioned without errors or issues. Functioned as intended.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, images could not be transferred to the navigation system from the imaging system. The navigation system was then reverted to the start screen and the application software was re-entered. The site could then transfer images to the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.